Event description:
It was reported that the patient called into the office complaining of redness and swelling around the pump. The patient experienced a seroma. The location of the issue or symptom was the device pocket. Several milliliters of brown sludge were observed when the pump pocket was opened. There was a suspected mrsa and cultures were sent, but results were not known at the time of report. There was no mention of meningitis. The patient was in the hospital with a pic line receiving antibiotics. There was no alleged product issue. The actions required as a result of the event included a partial explant of the proximal portion. The distal portion was tied off and remains implanted. The patient¿s status at the time of report was alive ¿ no injury. The details of the injury were specified as infection. It was later reported that the date of the patient¿s last refill was (B)(6) 2015 at the pump replacement. It was unknown if the infection resolved at the time of report. The pump was used to infuse hydromorphone (concentration 25 mg/cc, daily dose 7.998 mg/day) and bupivacaine (concentration 20 mg/cc, daily dose 6.399 mg/day). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).